Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose level of 250 mg/dl. Reportedly, the suspected cause was due to the customer eating dinner recently. The customer delivered a bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however there was no failure identified relating to the high blood glucose event.